Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. DHR trend summary: trend summary confirmed no patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) fluid leak) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, curved openings, observed void >1 mm in non-textured, valve-to shell-bond area, brown particles in shell. The leak test and microscopic analysis was performed which identified; a curved sharp opening on radius side in the same location of crease assessed as fold flaw opening and two curved striated openings on anterior side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. Curved striated openings assessed as surgical damage consist in the use of some surgical tool..

Event description:
Device was explanted.